Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: bsn, rn, cnor, cardiovascular resource nurse the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that there was a little difficulty when inserting the sheath. The surgeon then was not able to pass the intra-aortic balloon (iab) through the sheath. The iab and the sheath were both removed. An impella 5.5 was then inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: other relevant history.

Event description:
N/a